Event description:
During eval of the device, the philips field service engineer (fse) noted that the soft key buttons were broken. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.